Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that a well centered dock was achieved to start the procedure. The patient started to move but did not break suction; an air bubble occurred in the area of the primary incision. The doctor stopped treatment at the time of the primary incision. The doctor then discovered an area of no treatment and also irregular treatment on the capsule around the temporal area which developed a radial tear. There was no vitreous loss. A three piece intraocular lens was used to completed the procedure. Additional information requested.

Manufacturer narrative:
There were no technical services requested or performed. Patient movement during treatment may lead to possible complications during treatment. Based on quality assessment, the product met specifications at the time of release. As patient movement was confirmed by the doctor, the root cause for the reported event of bubbles and incomplete dissection can be attributed to use error due to patient movement; however, as for the reported event of anterior capsule tear, as it occurred during cataract surgery, surgical technique cannot be eliminated as a contributing factor and as such, the root cause of the anterior capsule tear cannot be determined conclusively. (B)(4).